Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer menitoned that theinsulin pump alarmed motor error during the rewind process and some motor error alarms in the history. Troubleshooting was not performed. The pump is returning.